Event description:
Patient underwent left total knee arthroplasty in 1999. Patient reportedly was diagnosed with cellulitis and infection and all components were removed and replaced with antibiotic spacer in 2002.